Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and the issue did not recur after resetting. The customer was advised to continue using the pump and to call back if any issues arise again. No additional information regarding other outcomes was provided.